Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the hose for the zimmer air dermatome ii exploded while the device was being used in surgery. There was no patient harm; however, there was a delay of approximately 5-7 minutes to retrieve another device to complete the procedure.